Event description:
The patient experienced an hematoma. It was reported that the faradrive sheath was selected for use during a clinical pulmonary vein isolation (pvi) ablation on (B)(6) 2025. A left inguinal hematoma, from (B)(6) 2025 to (B)(6) 2025 was noted, and it was treated with medication and compression bandaging. The symptoms disappeared without sequelae. Later on, the patient was hospitalized on (B)(6) 2025. Subcutaneous hematoma began on (B)(6) 2025. It was done compression bandaging for 24 hours, also immobilization of the surgical limb for 24 hours, and suspension of anticoagulant medication were administered. It is noted that the event is not related to the study device but may be related to the study surgery and is classified as a serious adverse event. The product return is not expected.

Manufacturer narrative:
Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk assessment: a review of the faradrive sheath risk documentation was completed and confirmed that the event of hematoma was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the information provided, the reported event of hematoma is a known inherent risk of the faradrive sheath device. Hematoma is an expected procedural complication addressed within the IFU for the faradrive sheath. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Event description:
The patient experienced an hematoma. It was reported that the faradrive sheath was selected for use during a clinical pulmonary vein isolation (pvi) ablation on (B)(6) 2025. A left inguinal hematoma, from (B)(6) 2025 to (B)(6) 2025 was noted, and it was treated with medication and compression bandaging. The symptoms disappeared without sequelae. Later on, the patient was hospitalized on (B)(6) 2025. Subcutaneous hematoma began on (B)(6) 2025. It was done compression bandaging for 24 hours, also immobilization of the surgical limb for 24 hours, and suspension of anticoagulant medication were administered. It is noted that the event is not related to the study device but may be related to the study surgery and is classified as a serious adverse event. The product return is not expected. It was further reported that symptoms disappeared without sequelae, not a serious adverse event.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. Correction to the follow-up 1 MDR in block (s) patient identifier (a1), in section a - patient information.

Event description:
The patient experienced an hematoma. It was reported that the faradrive sheath was selected for use during a clinical pulmonary vein isolation (pvi) ablation on (B)(6) 2025. A left inguinal hematoma, from (B)(6) 2025 was noted, and it was treated with medication and compression bandaging. The symptoms disappeared without sequelae. Later on, the patient was hospitalized on (B)(6) 2025. Subcutaneous hematoma began on (B)(6) 2025. It was done compression bandaging for 24 hours, also immobilization of the surgical limb for 24 hours, and suspension of anticoagulant medication were administered. It is noted that the event is not related to the study device but may be related to the study surgery and is classified as a serious adverse event. The product return is not expected.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.